Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to several spanish anomaly alarms noted in alarm history screen. Spanish anomaly alarm noted due to corrupted history file. Motor was tested outside the device and passed. No unexpected blank display noted. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm during priming. Customer's blood glucose was 207 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.